Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 transmitter would not pair with the g5 application. Dexcom representative had the patient check bluetooth settings and found no dexcom device listed. Dexcom representative advised patient to disable bluetooth and turn re-enable it, close out of all applications, remove and reinstall the g5 application, and enter transmitter ID manually, which was unsuccessful. No additional patient or event information is available.